Event description:
It was reported, the patient's programmer showed "call your doctor-eos" screen. The patient experienced a loss of therapeutic effect. The patient indicated having had surgery sometime after the implant and had been on bed rest since that surgery. Longevity calculations were performed to estimate the device's battery life, but results were not reported. The patient was scheduled for an appointment to evaluate the device. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).